Manufacturer narrative:
Concomitant products : 6947-65 lead, implanted: (B)(6) 2011, 4196-78 lead implanted: (B)(6) 2011, a7700-27 mechanical valve, implanted: (B)(6) 1998.

Event description:
It was reported that the right ventricular lead was oversensing t waves. On a second remote transmission on the same day, the patient had different t wave morphology and t waves were not being oversensed. The remote transmission also revealed far-field r wave oversensing on the right atrial lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.